Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 16th 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra smart meter read inaccurately low in comparison to an unknown hospital meter. The complaint was classified based on customer care advocate (cca) documentation. The patient detailed that the alleged issue began on the (B)(6) 2016, 1:00pm. The patient reported that approximately 15 minutes prior to obtaining the alleged inaccurate low readings he had developed the symptoms of ¿nausea/vomiting, felt weak and could not keep food down¿ that he obtained an alleged reading on the subject meter of 10.5mmol/l compared to 14.5mmol/l on the other device performed within less than 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs¿ criteria for accuracy. The patient manages his diabetes with a combination of medications including ¿metformin 2x2 500mg daily, novorapid 20 units at meal times and 50 units of lantus before bed¿. On the (B)(6) 2016, after 1:00pm he stated that he was admitted to hospital and treated by a health care professional (hcp) with IV fluids including insulin, antibiotics and electrolytes for pneumonia and his ¿out of control¿ diabetes. During troubleshooting the cca noted that the meter was set to the correct unit of measure. The test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately low¿ subject meter results did not affect treatment options prior to the onset of these symptoms. In addition,the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issue occurred.